Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his daughter was in hospital due to diabetic ketoacidosis and not wearing insulin pump. Customer will not returned device for analysis.